Manufacturer narrative:
According to the publication by khan, et al., a (B)(6) male underwent coronary artery bypass grafting (CABG) with his left internal thoracic artery (lita) anastomosed to his left anterior descending (lad) artery and a saphenous vein (sv) grafted to his obtuse marginal (om) artery as well as implantation of a carpentier-edwards classic rigid ring. The patient presented with congestive heart failure with left sided pleural effusion four month post-operatively. Angiogram revealed stenosis of the lita/lad and sv aortic anastomoses. Upon reoperation fibrosis and stenosis was observed in both conduits and the authors attributes these findings to the use of bioglue. The bioglue lot number was not reported and therefore a quality review of the device master files of the lot could not be performed. Although it is possible that bioglue may have contributed to this reported complication, there is no direct objective evidence to either support or refute the authors' conclusions. Coronary bypass graft stenosis is a known potential complication following CABG procedures. Other etiologies such as intimal hyperplasia should be considered as well.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the publication entitled, "early failure of coronary artery bypass grafts: an albumin cross-linked glutaraldehyde (bioglue) related complication," four months after bioglue was used in a CABG procedure the patient presented with congestive cardiac failure with left-sided pleural effusion. During reoperation the areas in which bioglue was applied appeared to be fibrosed and stenotic. These areas were bypassed during reoperation and the patient also underwent mitral valve replacement. At six months follow-up the patient was symptom free with good exercise tolerance.